Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother reports the customer received low battery alarm and when the battery was changed, the screen was blank. The mother states the screen did not return after several battery swaps. The mother states the pump keeps alarming batter out limit alarm and failed battery test. The customer's blood glucose level at the time of incident was 97mg/dl. Troubleshoot was conducted, and the display returned and the low battery alarm was cleared. The pump continued to alarm for failed battery test, and the customer was advised the pump would have to be replaced and returned for analysis.